Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03709. It was reported that the patient presented in the operating room for a route generator change. During the procedure it was noted that the right ventricular lead right atrial leads had insulation abrasion. The physician suspected the cause to be the suture not being on the suture sleeve. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. Full breach insulation degradation was noted at 4.5 cm from the connector pin.